Event description:
Customer reported receiving erratic readings on their freestyle flash blood glucose monitor. Customer reported receiving a "hi" reading (greater than 500 mg/dl) and "lo" (less than 20 mg/dl), and 95 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: for the purpose of calculating the parkes error grid, a value of 501 mg/dl was utilized for the "hi" reading and a value of 19 mg/dl was utilized for the "lo" reading. The meter does not report a numerical number above 500 mg/dl nor below 20 mg/dl.